Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. The device was interrogated and an error code bd was noted, the cause of the bd error was not apparent. Furthermore, there was an unexpected drop in battery voltage followed by recovery the next day. Boston scientific technical services explained the drop in voltage is concerning but not a clear indicator of device malfunction and requested previous data if available for review. Boston scientific technical services suggested to replace the device or increase monitoring of this device. Additionally, there was an untreated episode recorded, and boston scientific technical services recommended further troubleshooting to evaluate lead impairment. It is now known that the clinic had not been ending the sessions as per recommendations, they were shutting down the programmer rather than ending the session which caused the data to not save to the programmer, that is the actual reason the alert bd could not be determined. This information had been passed to the clinic to follow the recommended guidelines for future patient follow ups. No adverse patient effects were reported. This s-ICD and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. The device was interrogated and an error code bd was noted, the cause of the bd error was not apparent. Furthermore, there was an unexpected drop in battery voltage followed by recovery the next day. Boston scientific technical services explained the drop in voltage is concerning but not a clear indicator of device malfunction and requested previous data if available for review. Boston scientific technical services suggested to replace the device or increase monitoring of this device. Additionally, there was an untreated episode recorded, and boston scientific technical services recommended further troubleshooting to evaluate lead impairment. It is now known that the clinic had not been ending the sessions as per recommendations, they were shutting down the programmer rather than ending the session which caused the data to not save to the programmer, that is the actual reason the alert bd could not be determined. This information had been passed to the clinic to follow the recommended guidelines for future patient follow ups. No adverse patient effects were reported. This s-ICD and electrode remains in-service.